Event description:
During an attempted implant, the physician was not able to pass the subject device through an 8f introducer, as specified by the labeling.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedical (dated 0ct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the test performed on the returned lead and introducers confirmed the observations of the user. The inability to pass the returned lead through the returned introducers was determined to have been caused by a component which was found to be outside of the established specification for diameter. It was noted during the investigation that the lead tip passes normally through a sorin brand 8f introducer.